Manufacturer narrative:
(B)(4). Visual and functional inspections were performed on the returned device. The reported deflation issue could not be replicated in a testing environment due to the condition of the returned device. The reported difficulty removing the device was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported deflation issue; however, the reported difficulty removing the device appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: 0.014 balance heavyweight, rhv: copilot, guide catheter: 6 fr. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that during a procedure of non-tortuous, non-calcified, chronic totally occluded (cto), mid right coronary artery (rca), the 3.5 x 30 mm trek balloon dilatation catheter (bdc) was inflated once to unspecified atmosphere (atm), but failed to deflate. Due to the deflation issue, the bdc was difficult to remove, so the bdc, guide catheter and guide wire were removed as a system from the vessel. A non-abbott bdc was used to successfully complete the procedure. There was no reported adverse patient effect or a clinically significant delay in procedure. No additional information was provided.